Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform functional testing and verify motor error alarm. Excessive no delivery alarm due to prime anomaly. Motor passed motor test. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported that insulin pump alarmed motor error during rewind and prime process. The blood glucose reading was 131mg/dl. Troubleshooting was performed, and the drive support cap was flush. The displacement and self test were completed and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.